Event description:
The reporter contacted animas on (B)(6) 2012 and stated the patient was unable to pass verify screen due to unresponsive keypad. The reporter noted the audio bolus button was missing and stated that the patient spilled spaghetti into the audio bolus button; after the spaghetti exposure, the keypad was noted to be unresponsive. The patient reportedly wore the pump in a pouch and cleaned it with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.